Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 40 (mg/dl) over the weekend due to lifestyle changes. Reportedly, the customer's current basal rate settings were not compatible with the weekend activity level. The customer turned off the pump and consumed food to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.